Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that recently, there have been frequent reports of foley catheter balloon ruptures during departmental use, mainly with model 123514c. The department had been using it for years and says there was no problem with their operation. Also please investigate the root cause of the problem to avoid damaging the product¿s reputation within the department.